Event description:
It was reported that during an unknown procedure the circular stapler ecs25b was not fired well (safety lock was still on during first firing). They 'delocked' and fired a second time. The gastro entero anastomosis started to bleed and the staples were not properly formed. The surgeon had to make the pouch smaller and redo the gastro entero anastomosis the patient had to have a smaller gastric pouch.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2025. D4 batch#: unk. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2025. Additional information was requested, and the following was obtained: 1. How was the bleeding controlled? Another staple line was formed (smaller pouch was made) to be able to redo the gastro-entero anastomosis. 2. How much blood was lost (ml)? Minimal blood loss. 3. Did the patient require a transfusion? No. 4. Could you please clarify if there were any patient consequences? Yes, a smaller stomach pouch and bigger part of the small intestine was lost due to the formation of a new gastro entero ananstomosis. 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No changes in post op care, patient did very well and went home the day after (in line with the normal protocol).